Event description:
It was reported the device was used on an unknown laparoscopic procedure during the week of july 6, 1998. It was reported upon insertion, the trocar punctured the aorta (it was an ees trocar because the hospital only uses ees trocars but the product code is unknown). It is unknown how the repair of the aorta was completed. The patient did survive. There is no additional information available. The device was not saved.